Manufacturer narrative:
Unit received with intermittent response from all buttons due to missing keypad overlay. Unit received with cracked case (battery tube). The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.